Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during an unknown surgical procedure. It was reported that the orientation was incorrect when the image transferred over to the navigation system. The issue caused an unknown delay in procedure. There was no impact on patient outcome correlated with this event.